Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she has experienced seizures three mornings in a row. The current blood glucose reading is 54 mg/dl. Customer has treated with food. The blood glucose reading at the time of the event was 36 mg/dl. Customer woke up on the floor. Customer had a reaction to new medication. Nothing further reported.